Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis. Blood glucose level was 429 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin at hospital. Customer was still in the hospital. Customer was using auto mode feature at the time of reported high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer's nurse stated that customer visited to emergency room three times. Customer experienced vomiting as a result of high blood glucose. Customer was assisted to perform high pressure test and it was pass. Insulin pump will not be returned for analysis.